Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer called to report a motor error alarm and a high blood glucose reading of 315 mg/dl. The displacement test was performed and the insulin pump did not pass the test.